Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred .it was indicated that the patient was using an unsupported operating system, which is misuse of the device. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) h2: correction MFR (3004753838-2022-071806) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.